Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings occurred. Data was evaluated, however, confirmation of the complaint is undetermined. In addition, an early sensor expiration alert was found within the investigation window. The probable cause was determined to be potential patient misuse. The reported event of no readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.